Event description:
It was reported that the user experienced hyperglycemia with blood glucose values exceeding 400 mg/dl for approximately three hours after an infusion set change while using the ilet system, with uncertainty about possible infusion set occlusion or insertion issues. Symptoms included elevated blood glucose without ketone testing, medical intervention, or acute complications. Outcomes included temporary loss of glycemic control that resolved after monitoring and continued system use, with the user reporting return to target range later the same day. Investigation included troubleshooting and user education over the phone regarding monitoring, potential infusion set replacement, and consideration of backup therapy. Investigation of this case revealed an unclear cause, with no alarms reported and no confirmed device malfunction. It was concluded that the event was consistent with hyperglycemia of unclear cause, with resolution following user-directed measures and without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.